Event description:
Received a letter from an insurance company alleging injury while using product.

Manufacturer narrative:
The serial number, date of manufacture, and nature of injury have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.